Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that an implanted coil was displaced. An interlock¿ coil was implanted in the lesion. Another coil was then deployed and while withdrawing the delivery wire, the previously implanted coil was pulled out of the coil bed and into the sheath. The coil was unraveled and was extending from the sheath to the coil site. The end of the coil was snared and pushed back into the coil bed. No further patient complications were reported.